Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas displayed a persistent alert 60 indicating a bluetooth communication error, and the dexcom g7 could not connect to the ilet; device settings showed a zeroed bluetooth identifier, and support advised that the issue related to bluetooth functionality. No reported symptoms or adverse clinical effects and no effect on blood glucose at the time of contact. Outcomes included no medical intervention and no hospitalization. Investigation included remote troubleshooting and user education regarding device operation, data sync, shutdown, and return procedures. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.